Event description:
Patient had peripheral IV (piv) placed in left forearm for blood draw. Piv insertion was a clean stick, confirmed by rn staff and by patient & husband. Piv had positive blood return and flushed easily. Piv kept in until results came back. When removing the cannula, the flexible internal sheath detached from the hard plastic external piece and remained in the patient. Patient was brought to interventional radiology to have the piece that remained in the arm retrieved but it was determined to be safer to leave it in. The patient returned to the exam room, where a surgeon made a small incision, ligated the vein to prevent the retained piece from migrating and placed stitches to close the incision.====================== health professional's impression======================catheter tip broke off.